Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Imaging modalities 2d and 3d failed and there were image frame rate errors. The medtronic representative was able to duplicate reported issue during the first 2d image (image frame rates are below recommended levels). Mobile view station (mvs) central processing unit (cpu) blue ethernet cable had 2 green led¿s versus the normal of 1 green and 1 amber. Replaced umbilical mvs cable and gathered logs. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were going to take a post-op spin with the imaging system and received a frame rate error message. To troubleshoot, they unplugged and replugged the umbilical cable with no resolution. They also rebooted and were still unable to proceed with the use of the imaging system as normally planned and had to finish under fluoroscopy instead. There was no delay to the procedure due to this issue reported. There was no impact on patient outcome.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open in the line between two pins. Indicating an electrical failure mode.